Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The body control unit, lever mount, and mouthpiece pins (el-connector) were leaky. There was foreign material was found under the forceps raiser. The charge-coupled device (ccd) cover glass was chipped, and the glue had a sunken fold. The light guide cover glass glue had wear and tear. The distal end cap was scratched. The bending section rubber was glue chipped. The insertion tube was wrinkled. The s-cover was cracked. The right/left-shaft unit was deformed. The air/water nut and s-nut color were missing. The right/left knob was scratched. The k-lever was cracked. The air/water port was turned. The contact pins were dirty, and the seat holder was corroded. The angulation was insufficient. The ud-brake force was insufficient. And the forceps raising angle was insufficient. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii duodenovideoscope was leaking at the bending section. The issue occurred after a normal endosonography procedure. No surgical delays. No patient harm reported. During the evaluation of the device, it was noted foreign material was under the forceps raiser, the light guide cover glass was dirty inside, the biopsy channel had deposits, and there was a gap on the adhesive on the distal end due to insufficient cleaning/reprocessing. This report is to capture the reportable malfunctions of foreign material under the forceps raiser, dirty light guide cover glass, biopsy channel deposits, and the gap on the adhesive on the distal end due to insufficient cleaning/reprocessing noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Regarding the issue of foreign material under the forceps elevator, it was likely that the reprocessing conducted by the user deviated from the reprocessing recommended in the instructions for use (IFU). Regarding the dirty inside of the light guide (lg) lens, it was likely that humidity invasion led to corrosion of lg-lens inner parts. The corroded products may have remained inside the lg-lens as dirt. Regarding the issue of foreign material remained in the biopsy channel/ insufficient or incorrect reprocessing scope was used for next procedure, was likely due to the following reasons: reprocessing conducted by the user deviated from the reprocessing recommended in the IFU. Staff at the user facility were insufficiently trained on device handling and reprocessing in accordance with the IFU. The instructions for use (IFU) states the following guidelines: IFU (operation manual). Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. IFU (reprocessing manual)3.5 manual cleaning brushing around the forceps elevator and instrument channel outlet states on detailed method of reprocessing forceps elevator and around the elevator. Especially, IFU states on reprocessing under elevator as follows: 7. While holding the distal end, insert the soft brush or the channel-opening cleaning brush (mh-507) or single use channel-opening cleaning brush (maj-1339) into the interior of the forceps elevator. Turn the inserted brush once, then pull it out. 8. Brush both sides of the forceps elevator using the soft brush or the channel-opening cleaning brush (mh-507) or single use channel-opening cleaning brush (maj-1339) note: using the single use soft brush (maj-1888, sold separately) simplifies the cleaning procedure around the forceps elevator. IFU (operating manual)3.2 inspection of the endoscope states on foreign material at forceps elevator. The event is detectable.